Manufacturer narrative:
Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The megal cap exhibits very mild detritus. The fiber has been disinfected with ammonium chloride. The glass cap exhibits moderate devitrification. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probably root cause: localized heat accumulation due to user handling and/or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that fiber kept going into standby and cleaning did not correct the problem at 5 minutes, 54 seconds, and 23,235 joules of use. The procedure was completed with a second fiber. Patient outcome: "no injury to the patient."